Event description:
It was reported during in clinic follow up that the right ventricular lead displayed oversensing due to noise that resulted in pacing inhibition. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
Correction: adding UDI of (B)(4).